Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient who saw their healthcare provider (hcp) and suggested they try another program. They have already done this, they think, 3 times already and are not happy with the effect therapy is having. They initially started on program 3 on (B)(6) 2017 and switched to program 4 on (B)(6) 2017 and saw things get better. They changed back to program 3 on (B)(6) 2017 and said things were not as good as they were on program 4. They do not feel they were getting a 50% relief of symptoms, but really noticed it wasn't helping them on (B)(6) 2017; they went from getting up at night from 4-7 to 9-10 times at night. The patient had their patient programmer (pp) at the time of the call, but said their pp shows they need tochange their batteries. They confirmed that they are unable to bypass this message and did not have any extra batteries to try. It was reviewed that the patient should get new aaa alkaline batteries and they should call back to continue to troubleshoot. The patient was asked if the issue with not having good therapeutic effect started the day device was implanted, but the patient said "no" and they noticed it on (B)(6) 2017. The following event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.